Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient received folfox6 on.5-fu pump. It was hooked and per nursing report was properly in run mode with decreasing volume. Patient returned to clinic with a full bag of 5-fu and pump reports reservoir empty. No patient injury reported.

Manufacturer narrative:
D4: serial number and h4 are unavailable as no serial number has been provided to date.no product was returned. The investigation determined the most probable cause to be an issue with the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects - clinical signs and symptoms or conditions.